Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it suffering what was suspected to be twiddlers syndrome. The lead still presented adequate values but the physician opted to implant a new lead. No additional adverse patient effects were reported.